Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent hernia repair with implantation of a "bard marlex mesh" for closure of the surgical wound. On (B)(6) 2012 - the patient underwent explant of the "bard marlex mesh." It is alleged that the mesh had failed to maintain its integrity, had disintegrated, and resulted in recurrence of the hernia, as well as loss of tissue in the patient's abdomen.

Manufacturer narrative:
The patient's attorney has not provided medical records. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. It is alleged the patient was treated for recurrence, recurrence is known as a possible adverse reaction listed in the instructions for use. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.